Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The issue was associated with the single board computer (sbc) printed circuit board (pcb). The sbc pcb will be replaced. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze at the six picture screen during power up. There was no patient involvement.

Manufacturer narrative:
(B)(4). The single board computer printed circuit board was replaced and the device passed all testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.